Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during harvest, vasoview hemopro 2 jaws failed to reapproximate appropriately after four to five activations. Upon further inspection, it was noted that the insulation where the shaft and the jaws meet, was cracked. No debris was left in the tunnel. No patient harm, or case delay reported. A second device was used to complete the procedure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/19/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. The shaft tip of the harvesting device was observed to be bent closer to the base of the jaws. The shaft of the harvesting device near the base of the jaws was observed to be peeled, exposing the innter contents of the shaft tip. The jaws were observed to be slightly open. The blue toggle was manipulated to open and close the jaws. The jaws remained in a slightly open state. No electrical testing was conducted due to the bent and peeled shaft tip. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; shaft" was confirmed, and the analyzed failures "material twisted/ bent shaft" and "mechanical issue- jaws" were observed. The lot # 3000508971 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.